Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code displayed as 16-0x20e6, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump. The caller was instructed on how to store the malfunctioning pump and return it using a pre-paid label within 10 days, and they confirmed understanding of the steps needed when receiving the replacement pump.